Event description:
The customer's mother reported via phone call that the infusion sets experienced several issues. The caller stated that the customer was active and plays hockey, and she stated that the customer had wasted infusion sets. The caller did not know the blood glucose reading. She stated that the customer would unwrap the tape, and the needle would fall out or the set would fall apart, becoming unusable. She also observed bent infusion set cannulas upon removal as well. The customer stated that some of the insertion sites hurt or showed signs of discomfort. The customer's mother stated that the customer had at least 8 infusion sets that he could not use. She stated that she would call back when she had the necessary information on the infusion sets and event details in order to troubleshoot later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.